Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and upon visual inspection displayed no signs of physical damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed an electric continuity test and delivered energy on 3 of 3 attempts. The instrument was fully functional. No product issue was found. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a broken wire. No loss of cautery was observed. A back-up instrument was used. There were no signs of thermal damage. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, a 8mm maryland bipolar forceps instrument had a broken conductor wire. There was no reported patient injury.